Event description:
It was reported that the patient presented to the clinic with a driveline power fault alarm. Log files were submitted for review and captured intermittent driveline power fault a alarms starting at 11:22:27 on (B)(6) 2024. The modular cable and system controller were exchanged which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4 - UDI: correction. Manufacturer's investigation conclusion: system controller, serial (B)(6), was returned for evaluation following the reported event of driveline power fault alarms. Data from the reported event date of 12oct2024 in the submitted controller event log file (010042) was reviewed. On 12oct2024 at 11:22:29, the driveline power fault alarm was active due to a power a broken fault. The alarm remained active throughout the remainder of the log file and did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Additional information provided stated that exchanging the controller and modular cable resolved the alarms. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The controller was run in the mock loop with the returned modular cable and the driveline power fault alarm activated. The issue was isolated to extensive wire fatigue in the modular cable. The reported event cannot be correlated with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.